Manufacturer narrative:
Report date: 20sep2021. Reporting institution phone number: (B)(6).

Event description:
The customer reported an unknown noise from the device. The device was in use. The unit was swapped out; there was no patient or user harm reported the medical engineer (me) found the unit at backside generated noise for the reason they thought that airflow was not provided properly at that time. The me has also requested that a preventive maintenance be done. The field service engineer (fse) could not duplicate the issue despite run testing. The unit was also checked, but no anomaly was observed. The fse identified a fan guard missing, so it was installed. The fse ran performed verification testing (pvt) on the unit and it passed. The unit was returned to service.